Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 20 seconds, the balloon. The procedure was completed with another of the same device. No patient complications were reported.